Event description:
(B)(4). This patient was enrolled in an (B)(6) study of the facial lipoatrophy correction experienced with sculptra (poly-l-lactic acid) in subjects with human immunodeficiency virus (faces study). This case involves a (B)(6) male patient who received 15 ml of (sculptra) (lot number a4003 on (B)(6), 2006 with lidocaine 2 percent in his temples cheeks, nasolabial folds, lower face, and pre-auricular, and received 10 ml of poly-l-lactic acid (lot number a4003) on (B)(6), 2006 with lidocaine 2 percent in his temples cheeks, nasolabial folds, lower face, and pre-auricular, 15 ml of poly-l-lactic acid (lot number a4003) on (B)(6), 2006 with lidocaine 2 percent in his temples cheeks, nasolabial folds, lower face, pre-auricular, and pre-orbital, and 15.4 ml of poly-l-lactic acid (lot number a4003) on (B)(6), 2006 with lidocaine 2 percent in his temples cheeks, nasolabial folds, lower face, and pre-auricular area. He received 5.0 of sterile water as well. All treatments was given in 2006 involved batch a4003. The patient reported symptoms of shortness of breath and indicated he was hospitalized for placement of stents in arteries. The start of the event was on (B)(6), 2010. He recovered on (B)(6), 2010. No action was taken with poly-l-lactic acid. Counter measures were stent placement and unspecified medication, the intensity of the event was reported as moderate. Medical history included (B)(6). No further relevant information reported. The investigator considered the event as not associated with poly-l-lactic acid treatment and an alternative explanation would be an underlying or concomitant illness. The company considered the event as not associated with poly-l-lactic acid treatment. Additional information for poly-l-lactic acid (sculptra aesthetic) (lot number a4003, expiration date november 30, 2006) from product technical complaint report case ID (B)(4) dated (B)(6), 2011, received by uspv on (B)(6), 2011: batch record review (brr) was without hint to root cause. An investigation has been performed and the results are discussed her as follows: the sculptra batch a4003, code 86010654, has been manufactured on march 11, 2004 and packaged for us. Both semi-finished and finished (packaging) documentations have been re-checked and no anomaly that can be related to the event occurred has been picked out. The analysis certificate at the release step of sculptra batch a4003 has been re-controlled and all the results complied with specifications. Since we cannot test the complaint sample, we reserve to close this complaint as no conclusion possible. Conclusion: no investigation possible.